Event description:
It was reported that a patient had two implantable neurostimulators (inss) and within the past six months, all of a sudden it hurt when the patient walked or sat. The device was turned off and the patient knew it was a motion problem versus an ins problem. One of the ins had flipped and was repositioned the week prior to the report. The ins pocket had to be moved because of pain and nerves. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent. It was unclear which of the patient¿s devices were involved in the event. See MFR. Report #3004209178-2015-00441 for information regarding the patient¿s other device.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28,lot# va09gwt, implanted: (B)(6) 2014, product type: lead. Product ID: 3889-28, lot# va0h0gk, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).